Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to first degree cystocele, stress urinary incontinence, symptomatic third degree enterocele and third degree rectocele. It was reported that the patient underwent mesh excision on (B)(6) 2007. It was reported that the patient underwent mesh implantation and laser vaporization of strand of mesh on (B)(6) 2008. It was reported that the patient underwent mesh excision, revision of vaginal cuff on 11/1/2011. It was reported that the patient underwent mesh excision on (B)(6) 2012, (B)(6) 2013. It was reported that the patient underwent exploration and scar tissue excision on (B)(6) 2014.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.